Event description:
It was reported that two radiofrequency programmer heads were returned, one worked intermittently and one did not show any lights at all. It was not able to be determined at the time of return which was which. The programmer heads were returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment of telemetry issues, although it was noted that its cable was damaged and it was being sent on for repair.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.